Manufacturer narrative:
Device received with intermittent button response during testing due to. No ramping numbers on its own noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the back, left, down and sometimes the select buttons do not work. Customer states the pump was neither dropped nor exposed to moisture. The customer¿s blood glucose during the incident was 17 mmol/l. Troubleshooting was performed. The insulin pump will be returned for analysis.